Manufacturer narrative:
(B)(6). B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen articular surface catalog #: ni lot #: ni, unknown nexgen femoral component catalog #: ni lot #: ni. G2: foreign - event occurred in south korea. G2: literature: kim, y. H., park, j. W., jang, y. S., kim, e. J. (2025) conversion of fused knees to total knee arthroplasty. The journal of bone and joint surgery 107 (19), 2178-21884 http://dx.doi.org/10.2106/jbjs.25.00149. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that two knees developed a pyogenic infection following a surgery of conversion of a fused knee to total knee arthroplasty. Staphylococcus epidermidis was identified. Irrigation and debridement were performed, followed by approximately six weeks of intravenous antibiotic therapy. The infections resolved and the patients retained the implants. Attempts have been made and no further information has been provided.